Event description:
As reported: "subject: (B)(6) shout - tornier shoulder outcomes study. Subject noticed a sudden increase in pain on (B)(6) 2021, yet did not suffer any accident, incident, or fall. Follow up x-rays on 18 aug 2021 revealed an anterior superior reverse shoulder dislocation. The humeral components were still stable and there was a hint of bone bridging from the native upper humerus to the native lower humerus across the allograft. Revision surgery on (B)(6) 2021."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.